Event description:
It was reported via clinical trial patient (B)(6): 01160-011 experience, dysphagia requiring surgical intervention. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent 4/23/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the explant date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2025. Corrected data d4: UDI#. Additional information received. Adverse event term: dysphagia requiring surgical intervention with linx explant: dysphagia. (B)(4). Updated: if yes, choose the primary ae log line, start date and term: (B)(4). Requiring surgical intervention with linx explant: (B)(4). A manufacturing record evaluation was performed for the finished device lot number 26278, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2025. Additional information: updated: relationship to study procedure : unlikely: not related. Updated log line: 1. Updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to : index.

Manufacturer narrative:
(B)(4) date sent: 7/1/2025 additional information: updated. Log line: 1. Updated: relationship to study procedure: not related possible. Updated. Log line: 1 updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank index. Updated. Log line: 1 updated: relationship to study device: possible probable.

Manufacturer narrative:
(B)(4) date sent: 5/2/2025. Additional information received: adverse event term: dysphagia requiring surgical intervention dysphagia requiring surgical intervention with linx explant new. Event details alert date: (B)(6) 2025, date of explant: (B)(6) 2025, country of event: ous, model: lxmc17, device lot number: 26278, date of implant: (B)(6) 2020. Patient details patient identifier: (please refer the attached email) site country name: united states sex: (please refer the attached email) age (at time of consent): (please refer the attached email). Additional event details was the linx explant a result of an adverse event per protocol definitions? Yes if yes, choose the primary ae log line, start date and term: #001 (B)(6) 2025-dysphagia requiring surgical intervention with linx explant. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no other: no if other, specify: blank describe the technique used for explant (check all that apply) laparoscopic: yes endoscopic: no other: no if other, specify: blank were any concomitant procedures performed? Yes describe any notable observations during the explant procedure: fundoplication 180 degrees for the (ID withheld) study, subject (ID withheld) had the explant on (B)(6) 2025 - and the site has added explant information to rave edc.